Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device sometimes goes black. They reported that sometimes by re-booting the power, the unit works. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.